Event description:
Rn reports while moving pt's arm without tension on the lines, she noticed tubing had disconnected from the line. Rn attempted to reconnect line but couldn't. Noticed the cap on the PICC line was broken at the tip.